Manufacturer narrative:
The initial MDR was inadvertently filed. No device malfunction was reported.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the routine supply change, the customer observed the insulin on board (iob) increase from 2.58 units to 3.90 units. Reportedly, at the time of the reported event, the iob had decreased to 2.46 units. The customer's blood glucose level was 72 mg/l. Tandem technical support confirmed that approximately 2.5 hours prior to the reported event, the customer delivered a bolus of 10 units. Review of the data logs by tandem technical support showed that the following the 10 unit bolus that was delivered by the customer, the iob decreased in normal increments. Additionally, no increase in iob was observed without the delivery of an additional bolus. Multiple attempts were made to relay the information to the customer; however, the customer was unable to be obtained.